Event description:
Eight devices from two different lot numbers came already activated and were unable to be utilized by this facility. (Six devices from lot# 060418a and two devices from lot# 051818a).